Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It was reported that the tibial impactor broke during surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the returned section of the tibial impactor pad confirmed that the part had fractured. It was also noted there were scratches and general wear on the ends of the forks, indicative of use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Based on the information available a definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.